Event description:
During a distal radius procedure, as the surgeon was removing the 1.25mm plate reduction wire, the wire broke on the wire side of the 'olive'. All pieces were removed from the pt and the procedure was completed.

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.